Event description:
Gender: female. Age: born -44. Article no: prontosan solution ampoule 400484. Batch no: the product was thrown away in connection with the incident, so we have another batch. Where: (B)(6) hospital, orthopedic department. Event: the patient has been receiving treatment for his leg ulcer since the end of (B)(6) 2022. The nurse guesses that she received treatment with prontosan wraps about 10-12 times at least before. The patient then reacted with a slight redness of the skin, which the nurse did not particularly react to in some patients, also gets a redness on contact with water. The woman also had very dry skin. On (B)(6) 2023, the patient comes for a wound dressing. When the nurse goes out to collect something and comes in about 3 minutes later, the patient has become very ill and goes into anaphylactic shock, this happens quickly, the patient is difficult to stabilize and has to go to ICU. The patient recovers without a hitch. The patient may undergo an examination by an allergist at (B)(6).

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2022 for prontosan solution were over 5.9 million. There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun medical ag internal report number (B)(4). The instruction for use (IFU) of the product has been checked and the following side effects are listed: "in very rare cases, there may be a mild burning sensation after application of prontosan®, but this usually dissipates after a few minutes. Prontosan® can cause allergic reactions such as itching (urticaria) and rashes (exanthema). In rare cases (less than 1 out of 10,000), anaphylactic shock has been reported." The product quantities sold in 2022 for prontosan solution were over (B)(4). There is no evidence of a trend. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Gender: female. Age: born 1944. Article no: prontosan solution ampoule 400484. Batch no: the product was thrown away in connection with the incident, so we have another batch. Where: (B)(6) hospital, orthopedic department. Event: the patient has been receiving treatment for his leg ulcer since the end of (B)(6) 2022. The nurse guesses that she received treatment with prontosan wraps about 10-12 times at least before. The patient then reacted with a slight redness of the skin, which the nurse did not particularly react to in some patients, also gets a redness on contact with water. The woman also had very dry skin. On (B)(6) 2023, the patient comes for a wound dressing. When the nurse goes out to collect something and comes in about 3 minutes later, the patient has become very ill and goes into anaphylactic shock, this happens quickly, the patient is difficult to stabilize and has to go to ICU. The patient recovers without a hitch. The patient may undergo an examination by an allergist at (B)(6).